Event description:
It was reported that the customer received a notice about urgent safety notification. Customer also reported she almost delivered on her bolus, but did not deliver. Customer's blood glucose reading was 94 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)